Event description:
Mediport placed in 2008. Patient requires treatment for same disease and the mediport did not function, either was kinked or had a fracture. It was removed and replaced. Unknown info on the mediport from 2008 as it was not placed at this hospital.